Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and feasibility of left bundle branch area pacing following valvular interventions: multicenter study. Journal of cardiovascular electrophysiology. 2021; 32:2515¿2521. Doi: 10.1111/jce.15153. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing following valvular interventions. The article reports one patient death due to infective endocarditis, sepsis and multiorgan failure. The source of the infection was not confirmed and there was no obvious sign of device pocket infection. The status/disposition of the lead is unknown. Further follow up did not yet yield any additional information.